Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. The customer inspected the device and ordered a power supply to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 23oct2018. Date of manufacturer: 23oct2018. Additional information was received that the customer replaced the power supply and air exhalation flow sensor and the ventilator was returned to use.